Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. The customer consumed carbohydrates to address the low bg. The cause of the event was due to the customer receiving correction bolus during the night and sleep mode was not on as expected. Tandem technical support (cts) was able to determine during troubleshooting that the customer placed the pump in sleep mode, and shortly after turned the control iq software off to take a bath. Customer assumed that once control iq software was turned back on, the pump would automatically resume in sleep mode. Cts educated customer on sleep mode and explained that if control iq is turned off after the programed sleep schedule, it must be turned back on manually. The customer acknowledged and continued using the pump for insulin therapy.